Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an interrogation a code 1006 was noted. Boston scientific technical services (ts) was contacted and discussed that this code indicated high voltage wsa detected during a device charge. A manual capacitory reformation was performed successfully. It was noted that on day that the code was stored in the device the patient was having hip surgery and oversensing of noise was observed and a shock was diverted. Engineering reviewed data from the device's memory and did confirm that on the date of surgery the code 1006 was observed twice during device charge. The patient was brought in and a 1.1 joule shock was performed to test the integrity of the system. The 1.1 joule shock returned a normal device impedance measurement of 37 ohms and an appropriate charge time. At this time the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remain in service and no adverse patient effects have been reported.